Event description:
It was reported that the user noted insulin leakage at the anchor of a contact detach infusion set after a partial supply change, subsequently changed all supplies including insulin, and then experienced sustained hyperglycemia with blood glucose in the 250¿300 mg/dl range; troubleshooting identified delayed drop formation on tubing priming requiring 6¿7 units before drops were seen, and the site was then replaced with observed drops and insulin delivery resumed. Symptoms included hyperglycemia and subsequent hypoglycemia with a documented low of 54 mg/dl due to overcorrection. Outcomes included transient glycemic excursions without hospitalization. Investigation included technical troubleshooting, user education on hypoglycemia treatment using the 15/15 method, and follow-up to obtain lot information. Investigation of this case revealed an unclear root cause for the hyperglycemia, with a suspected infusion set or site issue given the observed leakage at the anchor and delayed priming, followed by user-related overcorrection contributing to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.